Event description:
Reported that abutment screw fracture. The dentist could not remove screw fragment. Implant was removed

Manufacturer narrative:
Upon visual inspection of the concomitant product, there were no fractured screw parts inside of the returned dental implant. The complaint could not be verified. The part and lot numbers were not provided; therefore a device history record review could not be completed. A definitive root cause has not been determined.